Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was pre-operatively diagnosed with l2-l3 discitis/osteomyelitis with paravertebral abscess and epidural abscess and underwent the following procedures: 1) posterior lumbar fusion l1-l5. 2) posterior lumbar segmental instrumentation l1-l5. 3) harvest of local autograft through same fascial incision in which rhbmp2/acs was used. Patient allegedly sustained unspecified injuries and damages resulting from a spinal fusion surgery.